Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a diminished battery life; motor error, also it had scratches on the screen that affected her ability to read the screen and the buttons were hard to press. The customer's blood glucose value was unknown at the time of the incident. The customer also reported that the insulin pump rejected new batteries. The device will not be returned for analysis.